Event description:
During an atrial fibrillation ablation procedure a second degree patient burn occurred. Following the procedure the patient reported a burn at the location of the grounding pad. The location of the burn at the return patch was approximately 1 inch right of the spine at the apex of the scapula. The skin was cleaned and the grounding pad location was shaved. A topical ointment was used to treat the burn. The patient is stable.

Manufacturer narrative:
One ampere rf ablation generator was received into the lab for analysis. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Based on the information provided to abbott and the investigation performed, the root cause of the reported patient burn could not be conclusively determined as the returned generator performed as expected with no anomalies identified throughout testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.